Event description:
Philips received a complaint indicates that operational check was failed. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed tests. Based on the information available and the testing conducted. The cause of the reported problem was defective processor pca. The reported problem was confirmed. The device was operational after replacement of processor pca completed. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Upon delivery the pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The pca under test was placed on the test fixture, and the fixture turned on with the therapy knob set to monitor. The unit powered up normally and displayed all relevant waveforms including a black hourglass symbol in the rfu window. Three manual shocks were successfully delivered within spec (±10%) @ 15j (14.9j), 150j (149.2j), and 200j (199.1j), as measured by the defibrillator/analyzer. The unit was then charged to 200j, and discharged successfully into the internal resistor when the "disarm" soft key was pressed. The therapy knob was then set to 170j, and a successful operational check was run. The displayed results were reviewed and printed out. In addition, a black hourglass on the ready for use (rfu) indicator was observed, confirming that the fixture was ready for use. This pca was returned "operation check failed" description. This was not verified in lab testing. The pca passed all tests during op check and general testing. No fault found.